Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The field service representative found contamination in a syringe and in the tubing. He cleaned the syringe and tubing, adjusted the gear pump pressure, cleaned the reagent probe and sample probe, checked the wash wells, and replaced the pinch tube. He performed a system volume check and assay performance check and both checks were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa results for 3 patient samples on a cobas 6000 e 601 module. Patient 1: the initial result was 0.56 ng/ml and the repeated results were 7.11 ng/ml and 0.56 ng/ml. Patient 2: on (B)(6) 2021, the initial result was 4.73 ng/ml and the repeated result was 2.76 ng/ml. Patient 3: on (B)(6) 2021, the initial result was 0.95 ng/ml and the repeated results were 4.66 ng/ml and 0.97 ng/ml. The reagent lot number is 50654701 with an expiration date of 31-mar-2022. It is unknown if the results were reported outside of the laboratory.